Manufacturer narrative:
Date MFR received on the initial report was 2017-11-05. Device codes for the initial report this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had electrical fault alarm and ventricular assist device (vad) stoppage.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated the ventricular assist device (vad) result & conclusion codes. Additional products: brand name: vad, medical device: serial# (B)(4). The ventricular assist device (vad) (B)(4) is not in scope of CAPA (B)(4). CAPA (B)(4) was initiated to investigate pump failures to restart outside the subpopulation of CAPA (B)(4). Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an electrical fault alarm and vad stopped alarms logged on (B)(6) 2017. The first vad stopped alarm was logged at 17:09:17 on (B)(6) 2017 due to a phase open on both stators and triggered an electrical fault alarm at 17:09:24 on (B)(6) 2017. This was followed by multiple vad stopped alarms, indicating that the motor failed to restart on multiple attempts and the physical disconnection of the driveline from the controller, likely during controller exchange. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive internal investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the vad. Correction h10: section h10 was corrected to include device and code information for the vad associated with the event. Additional information was received regarding the recall number. Product event summary: the pump and the controller were not returned for evaluation. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed an electrical fault alarm and vad stopped alarms logged on (B)(6) 2017. The first vad stopped alarm was logged at 17:09:17 on (B)(6) 2017 due to a phase open on both stators and triggered an electrical fault alarm at 17:09:24 on (B)(6) 2017. This was followed by multiple vad stopped alarms, indicating that the motor failed to restart on multiple attempts and the physical disconnection of the driveline from the controller, likely during controller exchange. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported electrical fault alarm and initial vad stopped alarm event can be attributed, but not li mited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the remaining vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-sep-2019 / serial #: (B)(6) UDI #: (B)(4) d6a: implanted date: (B)(6) 2017 d9: no h3: yes h4: mfg date: 30-sep-2017 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad remains in use.

Manufacturer narrative:
Investigation summary: the controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the patient¿s controller. No patient complications have been reported as a result of this event.